Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the staple itself broke into three pieces before being fired. It was noted the surgeon was able to pressed the green button, and was not able to squeezed the handle. Device was replaced to complete the procedure. There was no patient injury.